Manufacturer narrative:
The next software release will display a pop up error that alerts the user to the potential of the issue and makes them change the patient name - therefore avoiding the root cause.

Event description:
Two exams are missing after sending to pacs. The exams are no longer on the study list.